Event description:
A patient had been hospitalized due to diabetic ketoacidosis. The patient reported that her blood sugars had been running high for several days, she reports that over these two days she changed the infusion set and cartridge three times which did not help her bring her blood sugar down. When she was pre-filling the tubing she stated that insulin would drip out like expected. The patient reported that she believed that insulin was possibly leaking between the luer of the admin set and insulin cartridge but tightening the connection did not bring down her high blood sugars. It was reported that she started to vimit at 0100 on 2006 and was admitted to the hospital with a blood level of 695. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.